Event description:
The right port of the exactamix 1000 ml eva container had a hole. This leak was discovered after the bag was filled with liquid. "No visible signs of perforation. Dates of use: (B)(6) 2018. "Is the product compounded: no. Is the product over-the-counter: no."